Event description:
It was reported the customer had a keypad anomaly. The customer's father stated the buttons were unresponsive and a battery out limit alarm had occurred. Customer's blood glucose was 236 mg/dl. The customer's father could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the down arrow button due to moisture damage on keypad traces noted. Also received with slightly corroded battery tube noted. No unexpected battery out limit alarms noted, the insulin passed displacement test and off no power test. The operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.